Manufacturer narrative:
The insulin pump had no button error alarm. The pump was received with intermittent button response due to moisture damage on the keypad trace. There was no moisture damage on the electronic assembly. The pump also had a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was swimming and the insulin pump got wet when she got dunked in the pool. Customer went to change the line and now she got a button error alarm. Customer's blood glucose was 153 mg/dl. Customer stated that the numbers are ramping on their own. Customer stated that the scroll bar is moving with no input. Customer was advised that the up or down button may be stuck. Customer stated that the button error alarm occurred right after the pump was exposed to moisture. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.